Manufacturer narrative:
.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that a cartridge alarm 19 occurred and the pump stopped all insulin delivery. The customer's blood glucose level was 367 mg/dl. The customer took manual injections. A new cartridge was loaded and insulin delivery was resumed successfully.